Event description:
Ous MDR - it was reported that the patient experienced dizziness and dyspnea after a scheduled device exchange and presented to the emergency department. Rv lead damage was suspected. The lead was found ok during the revision. A connection problem with the pacemaker was noted. The device was explanted and a new one implanted.

Manufacturer narrative:
After its receipt, the pacemaker underwent a status interrogation, and the memory content was analyzed. The analysis of the memory content showed that a ventricular unipolar lead error already occurred on (B)(6) 2017 (one day after the implantation). In a next step, the pacemaker was inspected visually, and the connection system was examined. The screws and the spring elements of the lead connections were without defects. Leads inserted in a test could be contacted with easy passage, low ohm values, and reliably. The drill hole dimensions were all within the dimensions defined in the standard. The pacemakers capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed specification-conforming behavior in regard to its device functions. In addition, a long-term pacing test was performed. The pacing function did not show any irregularities during this test. The device did not show any restrictions in its ability to provide therapy. In summary, the device was without defects during the analysis and within specifications in regard to both the connection system and the electronics.